Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the patient experienced hyperglycemia with blood glucose measuring >33.3 mmol/l with associated symptoms of hyperglycemia of small urinary ketones and abdominal pain. The patient was reportedly treated with insulin via an older insulin pump and IV fluids by a health care provider at the hospital. Troubleshooting by animas customer support determined the patient's blood glucose excursion was the result of a diabetes management issue and the patient was referred to their health care provider for diabetes management. The insulin pump is being replaced to the patient at the insistence of the health care provider. This complaint is being reported because the patient reportedly experienced a serious injury requiring medical attention by a health care provider as a result of a diabetes management/inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box indicated a loss of prime occurred on (B)(6) 2016 at 21:59, followed by a reboot. The pump was powered back on and deliveries resumed (B)(6) 2016 at 20:04. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).